Manufacturer narrative:
This report is filed august 3, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report filed march 2nd, 2016. Device remains implanted.

Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.